Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was placed in a 54-year-old male presenting with cardiogenic shock for hemodynamic support. A hematoma developed at the femoral sheath site following peel-away, which resolved with expression and angle matching. Additional bleeding occurred at the arterial ECMO cannulation site on the contralateral side of the impella access, and hemostasis was achieved by angle matching of the cannula. The reported hematoma and bleeding events are anatomically and procedurally unrelated to the impella cp and are more likely attributable to the patient¿s critical condition and complexity of care involving multiple vascular access sites. The device remained appropriately positioned and is functioning as intended.

Manufacturer narrative:
Date of explant, d6b, has been added.

Event description:
An impella cp was placed in the left femoral artery of a 54-year-old male presenting with ami/cgs. The patient had a history of coronary artery disease. A hematoma developed at the femoral sheath site following peel-away, which resolved with expression and angle matching. Additional bleeding occurred at the arterial ECMO cannulation site on the contralateral side of the impella access, and hemostasis was achieved by angle matching of the cannula. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The reported major bleed is anatomically and procedurally unrelated to the impella cp (ECMO cannulation site) and is more likely attributable to the patient¿s critical condition and the complexity of care involving multiple vascular access sites. The patient survived to explant. Bleeding resolved with standard interventions, and it is unknown if best practices for access-site management were followed to mitigate the risk.

Manufacturer narrative:
Corrected data d4 and g1 updated/corrected; product has been updated from the introducer to the pump. B5 has also been updated. Investigation summary no product returned. Major bleed: bleeding occurred around arterial ECMO site contralateral side to impella. The cause of the injury was not determined due to insufficient clinical details. Hematoma/access site adverse event: hematoma at sheath site after peel away resolved with expression of hematoma and angle matching. The cause of the access site adverse event was use related as the issue was resolved by angle matching.